Event description:
Pt with "prune belly syndrome" was ventilator dependent. The flex tube was causing skin under pt's chin to become quite reddened. A nurse had the idea to utilize comfeel by the chin near the stoma of the tracheostomy tube. The airway became clogged. Found comfeel all around the tube and down the shaft of the outer part of the tube.